Manufacturer narrative:
The devices were not returned for analysis. The manufacturing and sterilization records were reviewed and no nonconformities were found. Device was not available for return.

Event description:
It was reported to nevro that a patient had acquired an infection at the ipg and lead/anchor sites. The devices were explanted. The patient was hospitalized and was given IV antibiotics. The patient also had a seroma around the ipg site that led the physician to determine that there was an infection. The patient is feeling well post-op. The patient was experiencing other health issues unrelated to the device.